Manufacturer narrative:
(B)(4). After battery installation device gave an unexpected blank/white display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify pump error, perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. Customer¿s blood glucose was 132 mg/dl at the time of incident. The customer stated that they were able to clear the alarms and rewind the insulin pump. Fill cannula was recorded in daily history. Self test was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.